Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor pad was worn out and fractured during the case. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6. Visual examination of the provided photo identified an impactor pad with the corner fractured. The reported event can be confirmed. The lot information was not identifiable from the single photo received. The device was not returned to enable any further evaluations to be made. Lot identification is necessary for review of device history records; lot identification was not provided. Device is used for treatment. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is confirmed. D4: attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.